Manufacturer narrative:
Ocd performed retained testing of this lot. Satisfactory results were observed.

Event description:
Customer reported that a false positive result (1+) was observed in the weak d phase with one patient sample.